Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that before the intraocular lens (iol) implantation surgery, the plunger passed over the lens causing the damage to the lens optic. The surgery was completed on the same day by using another replacement lens. There was no patient harm. Additional information was received stating that, there was no patient contact.